Event description:
A peritoneal dialysis (pd) patient's wife reported during the second dwell the pt's line became disconnected and he drained to the floor. The pt then connected himself to the same connector. Following this the cycler alarmed for drain complications and would not allow treatment to progress. The pt was assisted in ending treatment and was advised to contact his pd nurse. The set was discarded. During f/u the pt's wife reported he is doing well without any sign of infection. He did received prophylactic antibiotic from his pd nurse.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.